Event description:
A patient contacted global technical services (gts) requesting assistance with a system error 2240 alarm (indicating air in the set) on the homechoice (hc) machine during therapy. This was one of two events in the same week and another medical device report will be submitted for the other event. The patient was connected at the time of the alarm and the cause of the alarm was undetermined. A swap of the hc device was completed upon request. Proper procedures per the user manual were reviewed with the caller. Upon follow-up with the home patient's nurse on (B)(6) 2010, it was stated the patient has been doing fine and has been able to continue therapy.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 was not confirmed due to the lack of a sample; therefore, the assignable cause was not determined. The lot information was unknown; therefore a batch review was not performed. Similar reports have been received by baxter. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The device was discarded. The lot number was not provided; therefore a batch review cannot be conducted. A follow-up report will be submitted if additional information becomes available.